Event description:
It was reported that the patient has had episodes of shocks that might have been inappropriate shocks for sinus tachycardia. The device was ultimately explanted and replaced during a lead implant attempt procedure, per physician discretion based on remaining longevity. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): upon analysis, no anomalies found.